Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). It was reported that post a stenting treatment procedure, stent thrombosis occurred. The 95% stenosed and 10mm long target lesion was located in the proximal left anterior descending coronary artery (lad). The lesion was treated with predilation and a 3.0x12mm taxus liberte stent was deployed. At 2 days post index procedure, the patient developed a stent thrombosis which required the patient undergo coronary artery bypass graft surgery of the target vessel. The event outcome is considered "recovering/resolving". It is the opinion of the physician that the event is possibly related to the taxus liberte stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented for the index procedure with a non-st myocardial infarction and that the target vessel had a reference vessel diameter of 3.0mm. 2 days post index procedure, the patient developed chest pain that was not relieved medically. ECG showed mild st elevation in v1 and follow up ECG revealed significant st elevation in v1-v3. Subsequent angiography revealed thrombus in the previously placed stent. The thrombus extended into the left main coronary artery. An attempt was made to treat the thrombus using thrombectomy. However, residual clot remained and the subject was referred for emergent coronary artery bypass x3 surgery including left internal mammary artery graft to the lad, reverse saphenous vein graft to the obtuse marginal and right coronary artery. The patient was discharged on aspirin 11 days after the onset of the event.